Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, since horizontal strips occurred on the image due to a cable failure, it¿s probable that the image did not display temporarily due to an occurrence of poor communication caused by a cable failure. The following information is stated in the instructions for use (IFU): "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for an evaluation. And the customers allegation was not confirmed. The device evaluation, did find the cover of the cable was scratched, due to which, there was horizontal stripes in the image, and the coupler was deformed. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, that there was no image with the hd autoclavable camera head. The issue was observed, during a therapeutic laparoscopic surgery. The procedure was completed using the same equipment. No delays and no patient harm were reported with this event.